Manufacturer narrative:
(B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4) incomplete.

Event description:
A (B)(6) year-old patient hospitalized for right pbve (pied bot varus equin). During the surgery, 2 bone fixation anchors broke: one at the level of the wire, the other at the level of the introducer. No patient impact reported but there was a delay in surgery. The products were discarded

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the complaint device was discarded by the customer therefore, device is not available for a physical evaluation. Pictures were not provided. This complaint is not confirmed. The initial report stated that the implant broke. No further procedure information was provided to determine if the above reason contributed to this failure. The DHR review indicated that this batch of devices were processed without incident, therefore, there is no evidence of manufacturing anomalies on the records reviewed. Further, a review of the depuy synthes mitek complaints system revealed no complaints of any type for this lot of devices that were released to distribution. At this point in time, no corrective action is required, and no further action is warranted. However, should any new information be provided in future, this file will be re-opened, and a thorough investigation will be performed. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Event description:
10-year-old patient hospitalized for right pbve (pied bot varus equin). During the surgery, 2 bone fixation anchors broke: one at the level of the wire, the other at the level of the introducer. No patient impact reported but there was a delay in surgery. The products were discarded. Additional information was received on 04/03/2018: the reporter stated there was a twenty minute delay to the surgical procedure.